Event description:
The valve was explanted due to "pv" leak. An echocardiogram showed the pt to have a "very loose valve." During explant, it the valve was noted to have a "huge area of "pv" dehiscence" around the area of the left main coronary. The valve was replaced with the sjm valve.